Event description:
It was reported to our sales rep that they had a distal miss drilling with the reported device. No further information available. There was no delay. A replacement was available. The surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.